Manufacturer narrative:
Please retract this report 2017865-2013-04893 the same issue was reported as 2017865-2013-04686.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the atrial lead possibly perforated the patient. Effusion was observed. The lead was explanted.